Manufacturer narrative:
The device was returned to the service center for an evaluation, however the evaluation is has not been complete at the time of this report. The cause of the reported event cannot be determined at this time. As a preventive measure, the needle instruction manual states, "always have a spare instrument available in case the primary instrument malfunctions and to prevent breakage, the needle instruction manual also warns, do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and / or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break. In addition, the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device."

Event description:
The manufacturer was informed that during a diagnostic endobronchial ultrasound (ebus) procedure, after six passes when trying to recover the specimen from the needle the clear plastic sheath of needle became disconnecting from the system. The procedure was prolonged by a few minutes. The intended procedure was completed using a similar device. There was no patient injury reported. The device was reported to have been inspected prior to use and there were no anomalies noted.

Manufacturer narrative:
This supplemental report is being submitted. The customer returned a na-u403sx-4019 single use aspiration needle and reported "the sheath of needle became disconnected from the system." The device was returned in the original box with no tray, lid or syringe included with the shipment. The stylet arrived inserted with the needle in the retracted position and handle locked. Upon inspection of the returned device the customer¿s complaint was confirmed. It was noted that the t-flange on the proximal end of the sheath was deformed and the needle was severely bent and kinked at approximately 9 inches and 27.5 inches from the distal tip. No additional abnormalities were noted. The observed damage is consistent with the application of excessive force during withdrawal. The sheath is designed to withstand 10n withdrawal force. The severe deformation of the needle suggest the device was withdrawn under an angulated scope condition which introduces friction which may increase the force required to withdrawal the device from the bronchoscope.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. Please the updates in sections: g4, g7, h2, h3, h6 and h10. The DHR (na-u403sx-4019 fr846647) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 237 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure.